Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. A definitive root cause has not yet been identified. The main batteries were replaced to correct the reported condition. Additional information: the device was evaluated on-site at the customer facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.